Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation and particles in valve was received on jul 31, 2024. With lot number 3629754. Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as surgical damage. Particles in valve: no observed. As per the investigation procedure particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported particles in valve. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional, later reported, particles in valve. Device has been explanted.